Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Additionally, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and attempted to load a new cartridge to address the event; however, the cartridge could not be loaded. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.